Event description:
An ophthalmic surgeon reported that a system message displayed, so the staff removed air: however, another system message subsequently displayed. The staff exchanged the pack but the issue did not resolve. A third pack was used and the issue resolved. The case was completed with no harm to the pt.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).